Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited non-capture on all vectors. Lead dislodgement was suspected. The lead was deactivated. No further intervention was reported. The patient was stable.